Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had extremely challenging anatomy with posterior prolapse and flail which caused difficulties with visualization. Two clips implanted, reducing the mr to 2. On (B)(6) 2021, a control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tissue damage was noted. Mr increased to 4. On (B)(6) 2021, mitral valve replacement was performed. The patient remains in intensive care due to cardiomyopathy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient anatomical conditions (extremely challenging anatomy with posterior prolapse and flail). The poor image resolution was related to patient and procedural circumstances as difficulties with visualization due to the anatomy was reported. The difficult positioning associated with the clip losing perpendicularity in the ventricle appears to be related to the challenging patient anatomical conditions. The tissue injury and mitral regurgitation appears to be related to the slda. Mitral regurgitation and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.